Event description:
It was reported a cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted with a complete seal noted. The patient was discharged on clopidogrel and aspirin. 52 days post index procedure, the patient tripped and fell and experienced a cva with symptoms of difficulty with speech and mild visual disturbance. The patient reportedly stopped taking the prescribed clopidogrel and aspirin regimen. A transesophageal echocardiogram (tee) revealed the presence of a device-related thrombus (drt) on the closure device. A computed tomography (CT) scan confirmed stroke, and the patient was treated with anticoagulation therapy. The patient remains hospitalized and is currently participating in rehabilitation. Currently the patient is improving, with minor deficits in speech.

Manufacturer narrative:
B5: information added.

Event description:
It was reported a cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted with a complete seal noted. The patient was discharged on clopidogrel and aspirin. 52 days post index procedure, the patient tripped and fell and experienced a cva with symptoms of difficulty with speech and mild visual disturbance. The patient reportedly stopped taking the prescribed clopidogrel and aspirin regimen. A transesophageal echocardiogram (tee) revealed the presence of a device-related thrombus (drt) on the closure device. A computed tomography (CT) scan confirmed stroke, and the patient was treated with anticoagulation therapy. The patient remains hospitalized and is currently participating in rehabilitation. Currently the patient is improving, with minor deficits in speech. It was further reported the cva was confirmed to be ischemic by magnetic resonance imaging (MRI). The patient was discharged with no residual deficit.